Manufacturer narrative:
The technician found the ratchet swivel worn. The technician replaced the head end brake casters to repair the stretcher.

Event description:
Information received indicates the ratchet swivel is slipping on the head left and right brake casters.